Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the device's touchscreen function was observed. The device's display was replaced to address the issue.